Manufacturer narrative:
(B)(4). Conclusion: the device was returned for evaluation and no visual damages were found. Functional examination revealed that strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device would not fire correctly and straps were falling out. The doctor would pull the trigger with the device in the mesh and then it would not shoot out the strap, rather it just fell out of the end of the shaft. Another like device was used to complete the procedure. There were no patient consequences reported.